Event description:
It was reported that customer experienced cgm error 42 and that bluetooth toggle on pump was greyed out, preventing normal use of cgm. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through complete pump reset, bluetooth turned on again, cgm error did not reappear, and customer successfully started new sensor session.